Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Additional information was not provided. Customer declined troubleshooting with tandem technical support.